Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent umbilical hernia repair. A bard/davol 3 x 6 bard flat mesh was implanted in patient during this repair. (B)(6) 2017: the patient underwent a revision surgery. Upon entering the abdomen, the surgeon noted ¿there was a wadded up piece of polypropylene mesh adherent to the umbilicus.¿ as reported, patient continues to experience complications from the failed bard/davol flat mesh. The bard/davol flat mesh implanted in patient failed to reasonably perform as intended. The bard/davol flat mesh caused serious injury necessitating via invasive surgery and additional mesh to repair the hernia that the flat mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability due to the alleged defective bard hernia mesh.